Event description:
When proceeding with intervention of the lad with rotablator, the burr became entrapped in the calcium of the lad. Burr was unable to be removed from the vessel. Pt transferred to the or for surgical removal of the burr. Pt remained stable throughout the procedure.